Event description:
It was reported that when a patient presented remotely via merlin.net transmission, the patient received inappropriate therapy for svt rhythm where the atrial flutter waves were blanked by the r-waves. Programming change was discussed but not made. The patient will continue to be monitored and scheduled to be seen in clinic. No further information is available at this time.